Event description:
A report was received on 25 apr 2024 from the healthcare professional at a critical care facility, who stated a dialysate bag broke while the nurse was initiating renal replacement therapy. Per the hcp, the nurse was splashed in the eyes resulting in corneal abrasions on (B)(6) 2024. Additional information was received on 26 apr 2024 from hcp who stated the nurse has required further unspecified specialist evaluation following the event. No other information was provided.

Manufacturer narrative:
No product was received for evaluation. A supplier corrective action request has been opened to address this with the contract manufacturer. An 806 notice has been provided to the FDA.